Event description:
Additional information: the system controller was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller clock was reset was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. 11v backup battery (serial # (B)(6)) was charged and able to support the system. No functional issue was identified. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Under section 2, ¿the 11 volt lithium-ion backup battery inside the backup system controller must be charged at least once every six months. Failure to charge the 11 volt lithium-ion backup battery inside the backup system controller may result in diminished or no support during a power-loss emergency when the backup system controller is in use.¿ ¿it can take up to 3 hours to charge the 11 volt lithium-ion backup battery. During this time, ¿charging¿ and five dashes scroll across the bottom of the screen. This indicates that the 11 volt lithium-ion backup battery is actively charging. ¿charging complete¿ appears on the screen when the battery has finished charging. After the backup battery is charged, the system controller can either be put into run mode for immediate use or into sleep mode to await future use.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the backup system controller showed that the patient use was reset, and the controller clock was reset.